Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Externalized conductors due to internal insulation abrasion were noted at 9.7-12.4cm from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasion was noted at 12.814.2cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advice of an event observed during analysis.